Manufacturer narrative:
Device evaluated by manufacturer: received one vtcb/8.3 flexima regular w/ro catheter device loaded with flexible stiffening cannula. Residue was present in the device to indicate use. The metal cannula was returned separate. From a visual evaluation, the flexible cannula extrusion was found to be stretched, flattened and broken from customer usage/ handling during the procedure. The broken proximal section of the flex cannula with the hub was not returned. When attempting to remove the flexible cannula from the catheter, the catheter extrusion at the distal end further buckled/ accordion. The distal end of flex cannula extrusion was stuck inside the distal tip of the catheter and excessive force had to be used to remove the flex cannula extrusion from the catheter. Removing the cannula from the catheter, the catheter was found to be intact but the flex cannula extrusion was stretched, flattened and broken. Examining both sections of broken flex cannula, it was found that the flex cannula extrusion was drawn out/ stretched and broke likely during customer attempt to remove the cannula from the catheter. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous biliary drainage procedure the suture broke. The plastic stiffener stuck inside of the catheter and did not come out and then the suture broke and came off. The physician did not have a problem removing the device from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous biliary drainage procedure the suture broke. The plastic stiffener stuck inside of the catheter and did not come out and then the suture broke and came off. The physician did not have a problem removing the device from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.